Manufacturer narrative:
Additional information: the device was not returned for evaluation. Therefore, no evaluation was possible and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the final driver did not tighten the plug correctly during final tightening within surgery. The procedure was completed with the other driver in the set. There were no reported patient injuries associated with this event.